Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 3.1 mmol/l, 6.4 mmol/l, and 8.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that during a laparoscopic procedure, the device began to leak gas badly towards end of difficult lap case. No pt consequences were reported.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.